Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had reached a battery status indicator of explant. The battery status three months previous indicated 11 months remaining to explant. The physician suspects the explant indicator was due to an extended charge time. The patient was hospitalized, and the device will be scheduled for immediate replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. According to the local boston scientific representative, the device will not return for analysis as there had been no request from the healthcare professional.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had reached a battery status indicator of explant. The battery status three months previous indicated 11 months remaining to explant. The physician suspects the explant indicator was due to an extended charge time. The patient was hospitalized, and the device will be scheduled for immediate replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. According to the local boston scientific representative, the device will not return for analysis as there had been no request from the healthcare professional.